Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure the inner sheath of the slittable inner catheter broke into two pieces. Both pieces were removed. There were no related or ancillary issues with the lead or otherwise. The patient was stable throughout.